Event description:
Raytec gauze is fraying and leaving threads on sterile field. There was patient contact. Raytec was removed from the field and new sterile pack of raytec was opened. Tried to remove as many loose threads as possible. Raytec was contained within roi cps, llc custom procedure kit 880092020, or00092t, lot 83111t.